Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2011, this patient underwent an endovascular repair of a thoracic aortic aneurysm using one gore® tag® thoracic endoprosthesis. No issues were reported. The patient tolerated the procedure. On (B)(6) 2011, post-operative follow-up imaging showed that the diameter of the aneurysm was 34mm. No issues were reported. On (B)(6) 2011, the patient was discharged. Subsequent follow-up imagings showed no issues. On (B)(6) 2016, five year follow-up imaging showed that the diameter of the aneurysm enlarged to 40mm. No endoleaks were reported. No re-intervention was performed. According to the cro in (B)(4), no further information is available.